Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2009, the patient's settings were different than what was previously programmed at the same office visit. An interrupted system diagnostic test was performed after the initial interrogation, which changed the patient's settings. The physician corrected the settings; however, the magnet on time was not corrected.